Event description:
The pounce venous device was used in the patient's left and right legs for thrombectomy treatment. A 12fr standard introducer was used at both popliteal access points. Approximately four to five device passes were performed in the left leg before moving to the right leg. Prior to insertion into the right popliteal artery, the device was deemed acceptable for further passes. After the first pass, the physician encountered resistance pulling the basket back into the introducer sheath and was unable to bring the basket down sufficiently with the handle's cam or rear slide. Upon attempt to re-sheath the basket with the outer sheath the basket further deformed, and it was confirmed that the handle was no longer able to communicate with the distal end of the device (inability to expand/collapse basket). Further attempts caused the mid-shaft to fully fracture, separating the handle from the device leaving just the shaft of the device. Several attempts to recapture or remove the basket were unsuccessful, ultimately requiring a venous cut-down at the access site to remove the basket. The basket/catheter was successfully removed, and it was noted that the basket was packed full with clot. Patient was reported to be doing well post procedure yesterday evening.

Manufacturer narrative:
Correction: g4 510(k) updated to k201705 from k192814.